Manufacturer narrative:
The MFR is performing a review of the pt medical record info. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. Upon removing the tubing set following treatment, moisture was noticed inside the cycler. Sample is available.